Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-04519 for a description of the other device. It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced chronic pain, dyspareunia and recurrence of stress urinary incontinence. All other information is unknown.